Event description:
The manufacturer received information alleging a ventilator was alarming and displaying: service required. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation at the manufacturer's service center, errors related to the device's ability to operate with its internal battery power were observed in the device error log. The device's internal battery was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.